Event description:
The ipp device was removed from the pt due to left cylinder enlargement with pt discomfort and right cylinder would not inflate. Another device was implanted. Add'l serial and lot number: 0657m 026